Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display after the battery cap was replaced. Customer's blood glucose was 67 mg/dl. During troubleshooting, found unexpected restart alarms and battery out limit alarms. Customer was advised to monitor the device. Customer will not be returning the device for analysis.